Event description:
Pt had a return to spontaneous circulation from respiratory arrest, but needed endotracheal tube cleared due to a hard secretion partially obstructing the tube. Provider obtained the endoclear restore device and began using it in a tense situation. She had not been trained on using the device; however, she used it in a manner which seemed appropriate to remove the obstruction blocking the et tube. A clear covering over the end of the endoclear restore device sheared off and may have contributed to the obstruction already present.